Event description:
It was reported that the patient passed away in (B)(6) 2012. It was reported that the patient cancelled her last vns appointment due to being unwell and being investigated for breast cancer. It was reported that no additional information was available and that all known information would be sent to manufacturer. No additional relevant information has been received to date.